Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he wore the insulin pump through an airport body scanner and was concerned about its function. The customer also reported that he had been experiencing high blood glucose levels recently and low blood glucose levels for about six months leading up to the call. Blood glucose level at the time of the incident was 34 mg/dl, which was treated with food and glucose tablets. Blood glucose level at the time of the call was 134 mg/dl. Troubleshooting did not show any malfunction of the insulin pump. The insulin pump was not replaced or returned for analysis.